Event description:
It was reported that the customer had low blood glucose levels of about 50 mg/dl. The customer treated with juice and couple of glucose tablets. The customer was requesting assistance on how to retrieve blood glucose reading from the insulin pump. The customer was advised that if no bolus from programmed on the insulin pump, there would be no record for the blood glucose. The customer declined troubleshooting for the low blood glucose levels and advised that they were already going to see their health care provider. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)